Manufacturer narrative:
A 41173e-0006 product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 25065572. The feedback provided by the customer states that, "smartsite is oval, unable to attach a syringe and septum leaks." No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; a review of the production records for lot 25065572 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 41173e-0006 set in the past 12 months.

Event description:
No additional information.

Event description:
It was reported that the bd alaris smartsite gravity set was damaged. The following information was provided by the initial reporter: numerous leaking smartsite connectors. Smartsite is oval, unable to attach a syringe and septum leaks.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.